Event description:
Information was received from the physician's office indicating that the start date of the baclofen intrathecal therapy was unknown, but the therapy was ongoing. As of (B)(6) 2014, the patient was receiving effective therapy and doing well. It was not planned for the device to be returned to the manufacturer for analysis.

Event description:
A dye study and rotor study were being performed. The 8840 displayed the message telemetry incomplete, pump memory error, stopped pump mode. They were going to reprogram and try a priming bolus again. The pump was read again and everything was fine. They were able to do the rotor study just fine and the catheter was reprimed. Everything came out fine for both the dye study and rotor study. The patient had fallen two or three weeks prior to the report, and their healthcare provider noticed the system was not checked in a while. They checked the system as a precaution. The medications infused were dilaudid and baclofen. A representative later noted that there were no symptoms related to the event. The cause of the telemetry issue was unknown, though possible electromagnetic interference (emi) was noted.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8590-1, lot# n292475, implanted: (B)(6) 2011, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).